Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue. Therapy was restored postoperatively.

Manufacturer narrative:
Method code correction.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02245. It was reported that patient's lead migrated. The issue was confirmed via x-rays. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported. In turn, surgical intervention may take place at a later date to address the issue.